Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in inappropriate therapy to the patient. The physician was not able to reproduce the oversensing with non invasive testing.